Event description:
The reporter rec'd from the affiliate indicated that eight (8) hours after the index procedure, the pt complained of chest pain. Coronary angiography was done and thrombus was observed in the previously implanted cypher stent. A flap/intimal dissection was also reported at the distal portion of the left main coronary artery. To treat the acute thrombosis and dissection, a bare metal driver 3.0x24mm stent was implanted from the distal left main through the left anterior descending (lad) coronary arteries. A kissing balloon technique (kbt) was used for the lad and circumflex arteries-inflation pressure/times unknown. The flow was reported to have recovered, but, the patient's blood pressure was not recovered. The pt expired later. The physician's comment regarding the possible cause of the thrombotic event was that it may be because the blood flow was disturbed due to the flap/intimal dissection and that the antiplatelet therapy (ticlid) was administered from the day of the procedure. The possible cause of death was heart failure. An autopsy was not performed.

Manufacturer narrative:
The index procedure was an elective case. The target lesion for the procedure was the proximal circumflex. The lesion was reported to be: de novo, eccentric, a bifurcation lesion, 15 mm in length, vessel diameter of 2.7 mm, and type b2. The lesion was not pre-dilated. A cypher 2.5x23 mm stent was implanted at 12 atm for 30 sec. The stent was post-dilated with the stent delivery system (sds) balloon at 20 atm for 30 sec. After the implantation, a flap/intimal dissection was observed in the left main coronary artery. This was not treated at this time. Ivus was not done. The residual stenosis was 0%. The flow pre and post-procedure was timi 3. An act was not measured. Please note that device is distributed outside the united states, however, it is similar to the united states product. The product is not available for evaluation and testing. Add'l info will be submitted within 30 days upon receipt.